Manufacturer narrative:
(B)(4). The rt019 inspiratory/expiratory filter is a component of the rt380 adult dual heated evaqua2 breathing circuit kit. Method: the complaint rt019 inspiratory/expiratory filter was not returned to fisher & paykel healthcare in (B)(4) for evaluation. An attempt was also made to obtain additional information about the reported fault but no response was received from the customer. Without the return of the complaint filter or further information from the customer, we are unable to determine if the device had a malfunction which could have caused or contributed to the reported event, or identify the root cause of the reported fault. All rt019 inspiratory/expiratory filters are leak tested before releasing for distribution. Any filter which fails the leak test is discarded. The user instructions supplied with the rt380 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported that the rt019 inspiratory/expiratory filter was leaking at the saem. The customer stated that there have been multiple events. No patient consequence was reported.